Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set leaked from the side port during patient infusion. The patient was receiving a mixture of doxorubicin/ etoposide/ vincrisitne. No medications were given through the side port. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned and an evaluation is complete. The sample was contaminated with chemotherapy agent. Visual inspection was performed and could not refute the allegation of leak which appeared to be at the y-site. The cause of the leak could not be determined. An investigation into the manufacturing process is being performed. Should additional relevant information become available, a supplemental report will be submitted.